Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified connection issue between the patient connector (catheter adapter) of a minicap extended life pd transfer set and the titanium adapter. This was observed prior to use of the device for peritoneal dialysis therapy. There was no allegation against the titanium adapter, and it was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.